Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe a of the unicel dxc 800 synchron system had intermittent fluid leaks. Customer reported that reagent probe a had a puddle of fluid under the collar wash. Customer reported that there was about 20 ml of fluid in the reagent probe drip tray. Customer reported that the probe stopped leaking and she was able to clean up the fluid and continued running the instrument. Customer reported that she was unaware of what resolved the problem. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Customer did not request service from bec. Root cause is unknown. This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01536. (B)(4).